Event description:
It was reported that this patient with an implantable cardioverter defibrillator (ICD) received inappropriate shock therapy due to rapid conduction of atrial fibrillation (af). Technical services (ts) was contacted to review device information. Ts confirmed that a total of nine shocks were delivered, exhausting available therapy. Four shocks occurred in the ventricular fibrillation (vf) zone with rhythm exceeding 300 bpm. Three shocks occurred in the ventricular tachycardia (vt) zone and were consistent with atrial fibrillation (af). Ts reviewed device function and provided programming recommendations. At this time, the device remains in service. No additional adverse patient effects were reported.